Manufacturer narrative:
The investigation into this incident is ongoing at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Event description:
During gynecological treatment, the patient had fallen from her bed. With her fall, she crushed the applicator (B)(4) and then the emergency motor tried to retract the cable source without success. Hospital staffs and one doctor tried to disconnect applicator from the patient. As the needle is bent, the cable could not be retracted and the hospital technician cut the cable source from the outside of needle and transfer tube n 5. Because of the low activity of the source ((B)(6)), the additional dose to the patient was not very high and not patient safety related.